Manufacturer narrative:
The device was discarded at the site and therefore an engineering evaluation cannot be performed. However, a review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met.

Event description:
It was reported a patient underwent carotid artery stenting. A gore flow reversal system was selected for embolic protection. The patient was symptomatic, and presented with a common carotid artery (cca) stenosis, and heavily calcified arteries, including the aortic arch. The gore balloon sheath (gbs) balloon was placed in tortuous anatomy. The gore balloon wire was not utilized. Upon checking for flow reversal, it was noted that no blood was entering the sheath. The gbs balloon was deflated and the sheath was repositioned in a straighter section of the cca, but more proximal to the aortic arch. Flow reversal was then established; however, the patient exhibited intolerance (couldn't open eyes and mumbling). As the gbs balloon was deflated to allow reperfusion, the physician lost cca access with the gbs. At this point, the patient exhibited facial dropping and could not move her left hand. The procedure was abandoned, and the patient was sent to neurology.